Manufacturer narrative:
Batch review performed on 23 jan 2026. Ball heads: mectacer 01.29.213 mectacer head biolox delta dia.40 12/14-m lot. 2525203: (B)(4) items manufactured and released on 20-oct-2025.expiration date: 2030-sept-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.4048hct flat pe hc liner d 40/f (k122641) lot. 2517765: (B)(4) items manufactured and released on 10-sept-2025.expiration date: 2030-aug-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery after 1 month post-primary due to infection. The surgeon revised the liner and the head to address the infection.